Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 11 states "11. Wear and/or deformation of articulating surfaces." Number 14 states "postoperative bone fracture and pain." This report is number 5 of 5 MDR's filed for the same patient (reference 1825034-2016-03753 / 03754 / 03755 / 03756).

Event description:
It was reported that patient underwent a right total hip revision approximately 10 years post-implantation due to pain, locking ring fracture, liner disassociation, and dislocation. During the revision, a deformed liner and wear of the locking ring slot on the cup were noted.